Event description:
In 2004, this patient received a gore excluder bifurcated endoprosthesis trunk ipsilateral leg component and contralateral leg component. Aneurysm enlargement secondary to endotension was noted during a CT scan in 2007. A reintervention took place on the following month, placing an aortic extender component and two iliac extender components. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore exlcuder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note attached list of additional devices implanted in this patient: pcc121200/022753506, pxa260300/04620244, pxc141200/04993977, pxc121200/04550331.